Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and observed that it had the charge-pak, attention and wrench icons illuminated due to a depleted internal battery. Physio installed a new charge pak (internal battery charger) and was able to charge the internal battery and power the device on. The cause for the reported issue was determined to be a depleted internal battery.physio completed other unrelated updates and returned the device to the customer for use.

Event description:
It was reported that the device had the all three(attention, charge pak and wrench) icons. The reported issue could be an indicative of the device failure to power on. There was no report of patient use associated with the event.